Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device was returned but no anomalies were found.

Event description:
It was reported that during the implant procedure the physician noticed a sudden increase in impedance, a loss of signal capture and a suspected conductor fracture. The device was not implanted. Patient status was reported as "fine". No patient complications have been reported as a result of this event.